Event description:
It was reported that pump experienced malfunction alarm that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections for backup insulin delivery, and technical support arranged shipment of replacement pump with updated software.